Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opened during efaa/testing the lock could not be determined. Image resolution poor is related to procedural conditions as imaging was reported to be challenging throughout the procedure. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional mitral regurgitation (mr) and a rotated heart for a mitraclip procedure. There was challenges with imaging throughout the procedure. During the procedure, a mitraclip xtw was placed successfully when it was identified that the clip opened slightly during the 2nd lock test. The clip was deployed when the clip opened to approximately 15-20 degrees. The clip remained stable on both leaflets. A second mitraclip xtw was prepared successfully and then a mitraclip xtw was advanced within the patient when it was not possible to open the clip. Troubleshooting was preformed and the clip was unable to open and the clip was removed from the patient. An additional mitraclip xtw was then successfully implanted and the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.